Manufacturer narrative:
8/19/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The disposable loading unit was used with an auto suture multifire endo gia disposable stapler during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument misfired. The hospital has reported no patient injury occurred.